Manufacturer narrative:
(B)(4). A video provided for investigation confirmed the robotic arm moving linearly up and away from the camera until its elbow joint reached its maximum rotation. After which, an error alarm can be heard. Investigation logs related to the video were unable to be returned for investigation. Physical and technical evaluation was performed by a field service engineer (fse). The fse found that the force sensor cable was damaged. The fse replaced the robot arm to force sensor cable and tightened the robot arm base screws, correcting the issues. The serial number was reviewed for any deviations and/or anomalies in the servicing/maintenance process that may have contributed to this reported event. No deviations or anomalies were discovered; therefore, it is not expected that the servicing/maintenance process contributed to the reported issue. A definitive root cause was unable to be identified with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that during a rosa knee procedure, the robotic arm became abnormally extended. There was no harm to the patient. The case was slightly delayed because the rosa arm kept going out straight. Multiple times were tried before moving on to conventional (instruments) knee. No additional information available for the reported event.